Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and minor scratches on lcd window. The pump was received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.